Event description:
It was reported that the pump had not been working. The nurse had reported that the infusion was supposed to end at 1 p.m., but when the patient had woken up at 6:30 a.m., the pump had been completely off and could not turn it on. The nurse had stated that she had managed to power on the pump after using three sets of new batteries. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Device was not returned for analysis of complaint that the pump had not been working. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.